Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported to boston scientific corporation, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. The prolieve system displayed a "low water" error message 35 minutes into the procedure. The nurse refilled the heater exchange cartridge and completed the procedure. According to the complainant, there was no sign of leakage around the cartridge or in the system. There were no patient complications and the patient is "fine".